Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) part analysis: the report of the cubies missing from grid was confirmed during field service engineer (fse) testing. According to work order (B)(4), the field service engineer (fse) the fse observed enhanced half height drawer 1.2 was failed with multiple unrecoverable cubies, powered station off and replaced the damaged retractor band. After that, it was tested in diagnostics, and customer recovered failure with no further issues. The laboratory inspection confirmed that the retractor band did have a cut on the edge of the retractor band. The laboratory testing was conducted using a dmm on an esd protected surface, and it was found crossed continuity between different pins on the retractor cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of cubies missing from grid, was identified as a faulty retractor band, due to physical damage and cross continuity.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies had been missing from the grid. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. As per part investigation, it was determined that the retractor band was faulty due to physical damage and cross continuity. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer inspected the device and replaced damaged retractor band in drawer 1.2. Tested in diagnostics feed result successful. Customer recovered failure. Proactive inspection was performed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies had been missing from the grid. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.